Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot- part: 412.111s. Lot: l855094. Manufacturing site: (B)(4). Release to warehouse date: 26.april 2018. Expiry date: 01.april 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products- (B)(6) 2019. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an osteosynthesis surgery for proximal humeral fracture was performed with multiloc humeral nail (mhn). During the surgery, when the surgeon was inserting the locking screw (screw-in screw) in question, the screw broke. Another screw inserted to another screw holes in sis. The screw broke before the torque limitation mechanism functions. The fragment remained in the patient body. The surgeon decided to leave the fragment on the assumption that fixation was obtained by other screws and the screw fragment would not limit the range of motion. The surgery was delayed by less than thirty (30) minutes. Patient and procedure outcome is unknown. Concomitant device reported: unknown torque limitation instrument (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 3.5mm ti locking scr slf-tpng with stardrive recess 30mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional/corrected data- d2b- additional product code ktt device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.